Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: could you please provide the lot number? No further information is available. No further information will be provided. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent an abdominal aortic aneurysm surgery on (B)(6) 2021 and suture was used. The needle was detached from the suture during interrupted suturing on the fascia. It was a control release needle. There were no adverse consequences to the patient. No further information is available.